Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced loss of consciousness and diaphoresis. The reporter found the patient lying on the bathroom floor and took the patient to the hospital. At the hospital the patient was in coma and she was put on assisted breathing ventilation. There, the nurse took a blood glucose reading which was 100 points lower than the cgm reading at that time; there were no specifics values reported. The reporter declined to provide any additional information. There was no documentation about the treatment provided. There is no information when the patient was discharged. At the time of the report the patient was doing okay. It has been reported that there was a difference in readings of 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.